Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 444 mg/dl. The customer hasn't yet treated. The customer was advised that blood glucose to update sensor will not appear if blood glucose is above 400 mg/dl or 40 mg/dl. The customer asked what to do with sensor. The customer was advised to treat blood glucose and she will not able to calibrate till blood glucose is under 400 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.